Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Visual and functional analysis were performed on the returned device. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein and left common femoral vein using proglide devices after an interventional ablation procedure with 7f and 9f sheaths [two access sites] in the left common femoral vein and an 11f sheath in the right common femoral vein. Reportedly, with two devices in the left common femoral vein, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis on each access site of the left common femoral vein. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: h11 - additional mfg narrative: revised.